Event description:
The drain was injected to determine the size of a lymphocele. Pt was instructed to turn in their bed from side to side to coat the lymphocele. A short time later, their nurse upon checking the drain noticed the catheter was broken. Pt was x-rayed and verified catheter was broken. Catheter was removed and all 3 parts of broken catheter were retrieved.